Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing. No intervention was returned. There were no patient consequences.